Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have received a calibration error and a sensor error. Customer's blood glucose was 114 mg/dl. During troubleshooting, it was found that sensor needle was curled and split. Supplies are being replaced.